Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient has recently undergone back surgery and was taking oral steroids which can contribute to elevated blood glucose levels. The patient's wife reported that the pump emitted a replace battery alarm, but as she was unfamiliar with the pump she did not replace the batteries. The patient has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
The patient received emergency room treatment for elevated blood glucose levels. The patient's son reported, that the pump emitted a replace battery alarm that was not acknowledged by the patient.